Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the buttons on the customer's device are unresponsive. It was reported that the customer's blood glucose was 172.8mg/dl. It was reported that the customer removed reservoir out of device and pushed up with a pen to deliver the insulin. The customer was advised against the dangers of doing so. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.